Manufacturer narrative:
In this case, the reported difficult to remove-cds/sgc and premature activation could not be replicated in a testing environment due to the condition of the returned device (clip was returned separated from the cds). The reported difficult to insert the cds into the sgc was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove the cds from the sgc and premature activation resulting in difficult to remove the clip/cds through the sgc cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. However, while inserting the clip delivery system (cds) through the steerable guide catheter (sgc), resistance was encountered. Therefore, excessive force was applied to achieve insertion. After establishing the straddle position, the clip was steered down to the mitral valve, using the m/l knob. At that point, the clip was observed to wobble. Therefore, a decision was made to remove the clip. However, while retracting the cds through the sgc, the clip became increasingly unstable, and eventually detached from the cds, making retrieval through the sgc impossible. A septal puncture site was temporarily dilated using a balloon to enable safe retrieval of the clip toward the inferior vena cava (ivc). The entire system, with both the lock line and gripper line were intact and retracted down to the ivc. However, the clip could not be completely removed in this condition. A secondary access was established via the left femoral vein, and a guiding sheath was introduced. A snare was inserted through the access to stabilize the clip and prevent migration. The lock line and gripper line, which were still connected to the clip, were then detached and removed. Subsequently, another snare was introduced through the sgc to grasp the clip and pull it into the sgc. After the clip was successfully retrieved into the sgc, the snare inserted from the left femoral vein was released and withdrawn. Finally, both the sgc and the clip were removed together from the patient¿s body. Two clips were then implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.